Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported the patient was not getting sufficient pain relief and had a hard time charging. The patient was getting some stimulation in her feet, but they still hurt. After the patient's post-operative (post op) visit, the patient had stated it was working well and the rep was able to get all 8 bars black when showing the patient how to charge. The charging issue occurred when the patient first started charging on her own. She was able to charge, but just had a hard time with it. Regarding the inadequate pain relief, the patient was doing great at post op, but now stated it never worked well for her pain since implant. The rep was going to meet with the patient to adjust the stimulator and teach her how to recharge again. All products were working and in use. Later, the patient reported the charger was not working and the rep left her sticky pads at the doctor's office. The patient was having difficulty charging her implant. It took her forever to find the right place. The patient was able to get all the coupling boxes shaded, but if she turned her head she was down to just 2 boxes. The patient had issues finding the perfect placement and keeping it there. Some adhesive pads were issued to help with that. From the charging, the patient had a bruise the size of an egg by her implant. The patient had an appointment with the rep scheduled for (B)(6) 2015. On that date the rep hoped to reprogram the patient to hopefully get better coverage. The rep hoped the recharging issue resolved. The cause of the difficulty recharging was a little operator error. When educating the patient, the rep was able to achieve all 8 bars, but it was a little difficult. The battery did seem to be implanted a hair on the deep side. The cause of the inadequate pain relief was either a different program or lead placement. No surgical intervention occurred or was planned. Additional information received reported that the manufacturer representative did an impedance check and reprogrammed the patient. All impedances were normal and the patient had good coverage after trying programs that they hadn't used before. The patient was educated on how to change groups again. It was reported that the bruising had resolved. Recharging was still difficult but the patient uses adhesive pads to help them. It was reported that t he implantable pulse generator (ipg) seemed to be implanted a hair on the deep side, but otherwise normal. Additional information later reported that the patient doesn't get any benefit and the generator was bothering their hip and just wants it out. The patient reported that the patient never had good pain relief after implant. It was reported that a surgical intervention was planned for a scheduled date of (B)(6) 2016. Relevant medical history included complex regional pain syndrome type 1 and spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the implantable neurostimulator (ins) and lead placement were incorrect. The device was removed and caused permanent pain of the hip and the scar still hurts to the touch. The ins was placed on the hip and caused new pain on the hip. It was also hard to charge because it was on their hip they would bruise trying to get it charged. The scar that was made was huge and made the patient look like (B)(6). The lead was also placed incorrectly and was not addressing the area where the patient had pain in the first place. The patient had residual pain from the scar, pain to the touch and chronic hip pain. The device was indicated for complex reg pain syndrome type I and spinal pain.